Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis showed that this calibration code, if used to perform an assay with test strips from any lot, could result in higher than expected values. No injuries reported in the field.